Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 58 mg/dl while their blood glucose reading was 400 mg/dl. They did not mention any form of treatment for their high blood glucose. Troubleshooting was performed for the sensor discrepancies. The insulin delivery was not suspended due to a low sensor glucose. The customer¿s current blood glucose level was 170 mg/dl. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.